Manufacturer narrative:
For the first reagent pack, calibration signals from calibrations performed on (B)(6) 2021 were ok for one calibrator level, but lower than expected for a second calibrator level. For the second reagent pack, calibration signals from calibrations performed on (B)(6) 2021 were too low for both calibrator levels when compared to expected values. Multiple calibration failures were observed for previous calibrations. The controls failed multiple times for both packs on (B)(6) 2021, but controls measured prior to measurement of the samples were ok. Upon review of the alarm trace, a few sample pipetting alarms were observed, but none occurred at the time the affected sample was pipetted. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. A general reagent issue most likely can be excluded. The investigation could not identify a product problem. Medwatch field UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys calcitonin immunoassay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The first measurement was performed using a first reagent pack and all subsequent measurements were performed using a second reagent pack of the same lot number. The primary tube of the sample sample initially resulted in a calcitonin value of 0.538 pg/ml. The primary tube was repeated twice, resulting in values of 13.59 pg/ml and < 0.500 pg/ml accompanied by a data flag. The customer then poured the sample into sample cups and repeated measurement five times, resulting in the following calcitonin values: 12.87 pg/ml, 13.29 pg/ml, 12.97 pg/ml, 12.79 pg/ml, and 13.11 pg/ml. The calcitonin reagent lot number was 45647001, with an expiration date of 31-may-2021.